Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 - 3.0 x 8 mm drug eluting stent, it was noticed that the distal stent tip was damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. Pt status is reported as "satisfactory/good."